Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced blood splatter/leakage or other sample leakage from the device. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: the customer reported as follows: blood leaked during the use of luer adapter. This occurred in 5 of 50 products.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/8/2021. H.6. Investigation: bd received fifty (50) samples and six (6) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage was observed. Additionally, twenty (20) of the customer samples were randomly selected and evaluated by visual examination for hub damage. Five (5) of the twenty (20) samples indicated the failure mode for hub damage, which would cause leakage. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of leakage based on returned samples and photos. Bd determined that the root cause of the indicated failure mode was attributed to a jam at the hub loader machine during the assembly process. Mechanical changes have been made to help mitigate hub damage during manufacturing. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced blood splatter/leakage or other sample leakage from the device. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: the customer reported as follows: blood leaked during the use of luer adapter. This occurred in 5 of 50 products.